Event description:
It was reported that "leaking between 5cm and 10cm mark, right after being inserted. It was not being used any solution and it had to be removed and inserted another catheter."

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewk0829 showed no other similar product complaint(s) from this lot number.